Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying user advisory (ua) 17 (motor on for too long during active operation) error message was confirmed during functional testing and archive review. The root cause of the issue was due to a defective drivetrain motor as a result of wear and tear. Visual inspection of the returned platform was performed and found no physical damage. The archive data was reviewed and contained multiple ua 17 error message occurred on the reported event date. During functional testing, the platform passed initial functional testing. However, during the run_in test the platform stopped compression and displayed ua 17. Due to a defective drivetrain motor. The autopulse platform is a reusable device and was manufactured in 14 mar 2008. It has exceeded its expected service life of 5 years. After replacement of drivetrain motor; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned to zoll on (B)(6) 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (motor on for too long during active operation) error message on the user control panel. The user was unable to clear the error. No patient involvement.